Event description:
A male received zenith devices to repair aaa in 2008. One flex main body and two iliac leg grafts were placed. On a follow up CT, the scan showed that there was a kink in the left common iliac. The limb had not thrombosed, so the physician brought the patient in the following month and used a balloon expandable stent to straighten out the bend in the graft. The final run looked good. Patient is fine.

Manufacturer narrative:
Event evaluation: each zenith device is shipped with instructions for use (IFU) that lists the anatomical requirements. Warnings, precautions, and the correct deployment procedure. The IFU also advises on appropriate follow-up so that changes in the structure or position of the graft, should they occur, be identified and addressed before causing clinical problems. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated that the event was caused by kinking.